Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, upon the first firing, the surgeon attempted to resect appendico with the device. However, the device did not fire. When they replaced the battery with a new one, the same issue occurred. The procedure was completed with another device.